Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had just changed the infusion set when an occlusion alarm occurred. The customers blood glucose level was not impacted. As the customer had changed out the infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer stated that it could have been a kinked tubing. However, it was not confirmed.